Event description:
Synthes (B)(6) repair specialist reported to anspach service and repair: the radiolucent drive mark ii needs repair sales consultant stated that during distal locking, after nailing fractured bone, the drill bit keeps disengaging from the knob. The self-retaining ring or knob that locks the radiolucent drive drill bit disengages often. It does not retain the drill bit until the end of procedure. It is needed to re-engage the drill bit every two seconds. There was 10 minutes delay due to reported event. Spare device was used to complete the procedure. Procedure was completed successfully without any medical intervention required. No harm to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The lot number for this device cannot be verified as a synthes lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.